Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. Unique identifier (UDI) is unknown as the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device referenced is filed under a separate medwatch report number. Attachment: article. Clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - aida trial sub-study.

Event description:
This case was captured based on a literature review. It was reported through a research article that absorb bioresorbable vascular scaffold stents and xience drug-eluting stents may be related to death. Details are listed in the attached article, title "clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - aida trial sub-study".